Event description:
A resolute integrity drug-eluting stent was implanted in a patient. There were no issues reported with the device implantation. Patient was discharged from hospital three days later on dapt. Approximately 10 days post stent implant the patient suffered a cardiac arrest due to an occlusion of the stent and the patient slipped into a coma. Patient was treated with ballooning, aspiration and the placement of a new stent. Patient recovered from the coma, however, has not yet recovered completely from the side effects of the coma. Procedural images of the index procedure during which the resolute integrity stent was implanted were provided for review. The images confirm the presence of a lesion in the proximal to mid lad. This lesion appears to have been treated with direct stenting of the rsint30015x device. No deployment issues were observed, with concentric stent deployment evident across the lesion. The images did not show any stent post deployment activities. The images appear to show an opaqueness within the distal end of the stent on the final images provide of the index procedure. Procedural images of the procedure performed to treat the occlusion 10 days post stent implant were also provided. The deployed stent shows no signs of material deformation or malfunction. The previously patent vessel is now totally occluded from the proximal end of the stent. Opaqueness within the previously deployed stent confirms the presence of thrombus in the vessel. Multiple balloon inflations of the vessel were undertaken with partial flow being restored after the multiple balloon inflations and reported aspirations. This was followed by the successful delivery and deployment of another stent. Although some opaqueness initially was evident in the newly stented vessel, final angiographic images show restoration of timi iii flow to the vessel.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent thrombosis, coronary artery occlusion, abrupt vessel closure). (Device not available to be returned for evaluation). (Root cause of reported event most likely due to patient condition).